Event description:
It was reported to philips that an offset of 4 degrees in propeller movement was identified on an allura xper fd10. The clinical use of the system was unknown. There was no reported patient or user harm.

Manufacturer narrative:
Philips service replaced the potentiometer assembly and rotation drive, performed calibration, and identified that follow-up was required. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).